Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the stent moved on balloon. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mmx14mmx150cm express sd balloon expandable stent was selected for treatment. However, during the procedure, it was noted that the stent was unable to cross lesion and the stent moved on balloon. The stent was successfully removed from the patient, and the procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information. H6 - device codes: updated. (B)(6).

Event description:
It was reported that the stent moved on balloon. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mmx14mmx150cm express sd balloon expandable stent was selected for treatment. However, during the procedure, it was noted that the stent was unable to cross lesion and the stent moved on balloon. The stent was successfully removed from the patient, and the procedure was completed with an alternate device. There were no patient complications as a result of this event. It was further reported that the procedure was completed with 6x19 express sd balloon expandable stent.